Event description:
It was repoted that post implant a laparoscopic adjustable band procedure, the patient presented with lack of restriction. Under x-ray, it was observed that the band tubing separated from the port. On (B)(6) 2010, a new port was placed connected to the band tubing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Microscopic analysis the injection port with four hooks deployed, one locking connector with tubing strain relief in place and two pieces of catheter with barium strip were returned for analysis. Upon visual inspection tissue was around port hooks, on port body and inside actuator ring. There was minor staining on tubing. Microscopic analysis showed a very faint marking on 3.1 cm section of catheter which could indicate that this section was connected to the port. Inspection of four tubing ends indicates presence of cut witness marks, small sections bear evidence of tearing but always in combination with cut marks. The port septum has 10 puncture marks. Functional and dimensional analysis was performed and the blockage test: pass, air can be injected/ fluid retracted via the septum. The leak test passed (no leaks detected on port and sections of tubing). The locking connector internal diameter was within specification. Outer diameter of the arrow on the port connection tube was within specification. Functional testing of port could not be performed. As bio debris blocked the actuation mechanism. The product analysis could not confirm the reported event. A potential cause of the reported event it the tubing was inadvertently damaged during primary procedure, resulting in the catheter tearing off completely some time during implant. A review of the product's instructions for use (IFU) indicates that port disconnection is a recognized event associated with gastric banding and velocity port placement. Its causes and consequences are outlined within the IFU and detailed port placement and connection instructions are provided. It is unlikely that a manufacturing issue caused the reported event; our investigations concluded that the device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacture of the in batch question. All devices are inspected prior to release.